Event description:
It was reported by a nurse that a vns generator was found to program itself "on". No additional details were provided at the time of the initial report. At the moment good faith attempts to obtain additional information from the reporting nurse have been unsuccessful to date. Review of the manufacturer's programming history revealed that the last known good diagnostics were from (B)(6) 2010 and were within normal limits.